Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported that the ilet device screen cracked after the device struck a table. The screen became unusable, though the pump otherwise appeared functional. Blood glucose was not affected. No medical intervention was required. A replacement device was arranged.